Manufacturer narrative:
Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Correction: upon further review on jul 17, 2024, it was noted that section h4 device manufacture date was submitted as sep 7, 2010, on the initial MDR, but should be sep 14, 2010. Therefore, it is captured in this supplemental report. The following field has been updated accordingly: section h4: device manufacture date: sep 14, 2010. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the laser system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the laser system is not an implantable device. Section h3-other (81): the ifs was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - 4581: striae. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported patient's first eye is +1.75-1.50 x 130, and there are a few wrinkles inferomedial just outside the pupillary space. Physician assumed these wrinkles caused the astigmatism. No further information about patient was provided. Additional information was received, the doctor was going to have the patient use the steroid drops then assess if he needed to lift and rinse.